Event description:
It was reported that balloon rupture occurred. The patient presented with coronary artery disease and was undergoing percutaneous coronary intervention. A 4.00mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, during procedure, the balloon ruptured. The device was removed, and the procedure was completed with a different device. The patient remained stable post-procedure.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.